Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08965 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The customer blood glucose level was 58 mg/dl at the time of incidence and the current blood glucose level was 58 mg/dl. The customer allege insulin pump was over delivering the insulin because he was eating and running low. Customer treated with food. Customer stated auto mode was active and automatically delivering insulin at the time of low blood glucose event. The insulin pump will be returned for analysis.